Event description:
Customer reported the going to the emergency room. Customer's blood glucose was 489 mg/dl. Customer does not recall any significant events that may have caused the device to alarm. Customer was not in a car accident. Customer was discharged and advised to see doctor because they were unsure why blood glucose was high. Customer did not want to troubleshoot the device and only wanted to give info pertaining to the hospitalization. Customer stated he was getting high blood glucose often and just wanted the device replaced. Customer's blood glucose was 571 mg/dl. No further info reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.